Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and found 1 of 2 sensors with a broken and missing cannula. The remaining sensor was found damaged and bent, but was unable to confirm that the customer received sensor damage due to the customer returning the opened and used sensor.

Event description:
The customer called in to report a lost sensor alert. The customer's blood glucose level was 190 mg/dl. The customer treated manually. The customer stated that the insulin pump was not communicating with the transmitter. The customer removed the sensor and stated it was bent. The customer reported an open circle on the insulin pump, but it was resolved after clearing the alert. The customer was advised to charge the transmitter, and the sensor was replaced and returned.